Event description:
It was reported that the external pulse generator which was returned due to a cracked case and missing hangers subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator had cracked cases and missing hangers, the upper and lower cases were broken and the side bail covers, ring cover, side bails and ring bail were missing. Analysis also found that the lead flex cover was corroded, the battery drawer was broken and that the battery drawer needed an o-ring. (B)(4).